Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 2 opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was calibration did not occur, a light sequence to replace the handle was received, the adapter was not recognized, and the instrument made a strange noise during a laparoscopic colectomy procedure. . No visual abnormalities were noted for the handle or adapter. The eeprom was uploaded and indicated 38 autoclave cycles for the handle. The codes fail_drive_motor_test_open and drive_motor_stop_velocity_limit were displayed in the eeprom. A pmv idrive battery pack was loaded into the idrive ultra. The handle displayed blue lights and a blinking green light above the handle status symbol. The handle was disassembled for troubleshooting. It was determined that the bldc board was responsible for the reported condition. A break in connection internal to the bldc board led to an intermittent connection to the drive motor, leading to intermittent occurrences where the drive motor could not successfully complete calibration. Functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the failure to calibrate. The reported condition was confirmed. A review of complaint data reveals trend for a device related failure for the condition in july 2016. A product enhancement has been initiated for the handle circuit board. The observed failure was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. While the print specification for the bldc board calls for a material that is able to withstand the soldering process without damage, a scar issued to the supplier determined that a different material was used to build the bldc board. A CAPA has been issued to implement necessary product enhancements. The file will be closed as a component error. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
Customer states: a doctor installed a battery into I-drive but calibration didn't completed and the blue lamp lit the green lamp on the handle was blinking and the doctor judged it error. He removed the battery and reinstalled then the adapter didn't start calibration and the green button of the adapter was blinking and the blue lamp lit. The calibration tone was different than usual. The battery had been fully charged, purchased on may of 2016. It was tried several times but the results were same. No patient involvement. Operating time extended: no delay. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.